Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they went to their dentist and had to have a tooth removed. The dentist informed them the movement of the aligners made the tooth crack.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.